Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x16 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to the lesion. However, upon delivery, it was noted that the stent delivery catheter had broken. The device was removed and the procedure was completed with another 2.50x16 synergy ii stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: synergy us, mr, 2.5x16mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found a hypotube break at 223mm from distal end of strain relief. There was also a hypotube kink at 215 mm from distal end of strain relief. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The stent outer diameter was measured and found within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x16 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to the lesion. However, upon delivery, it was noted that the stent delivery catheter had broken. The device was removed and the procedure was completed with another 2.50x16 synergy ii stent. No patient complications were reported and the patient's status was fine.